Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No bolus history anomaly was noted.

Event description:
The customer stated that he was hospitalized for high blood glucose levels, with a reading of 600 mg/dl. The customer stated that he was nauseous as well. Troubleshooting was performed, and no boluses had been recorded on the day of the event as well as the day prior. The customer was certain that he had delivered boluses. Advised the customer that the insulin pump would be replaced due to the history anomaly. Nothing further was reported.